Manufacturer narrative:
Unit received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to confirm this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarm due to constant critical pump error alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear the alarm and able to rewind the insulin pump. Displacement test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.